Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09900, 2017865-2019-09902. It was reported that a patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited dislodgement and high capture thresholds. The physician explanted the lead, the pacemaker, and the right atrial lead due to infection in the pocket. The patient was in stable condition.